Event description:
The recipient has severe sensitivity and infection in the implant area. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffers from an infection at the implant site, which is not described in detail. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection. No further information has been received despite requested.

Manufacturer narrative:
Additional information: in situ measurements show the device working within specification. No device failure is suspected. According to the information received, the device was explanted due to an implant site infection with device extrusion. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection.

Event description:
The recipient has severe sensitivity and infection in the implant area. The clinic has explanted the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has severe sensitivity and infection in the implant area. The child's father said that she had a cold about 1 month ago (B)(6) 2025 and she used antibiotics. Further proceedings are unknown.